Manufacturer narrative:
(B) (4).

Event description:
It felt like neurostimulation would stop and then restart to the patient. The implantable neurostimulator battery may have been getting low. The patient was referred to a physician. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.